Manufacturer narrative:
Concomitant medical products: 4543 lead, implanted (B)(6) 2007; 6725 adaptor implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise were observed on the right ventricular (rv) lead on the same day that the patient was having an unspecified procedure performed. Follow up yielded no further information and the lead remains in use. No patient complications have been reported as a result of this event.